Manufacturer narrative:
According to the complainant, the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported emergency room visit and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's mother drove her to the emergency room due to diabetic ketoacidosis (dka). The patient's blood glucose levels reached 130 mg/dl while wearing the pod on the abdomen for almost 13 hours. Symptoms reported include headache, severe abdominal pain and vomiting. A new pod was applied and the patient was given saline with electrolytes. Tylenol was provided to treat the pain. The pod was removed and discarded at the hospital. The patient was discharged after 15 hours.